Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 with shortness of breath (sob), palpitations, and 10 pounds of weight gained. No significant abnormalities were found during evaluation so the patient was not admitted. It was later reported that the patient had severely depressed right ventricular ejection fraction (rvef) prior to left ventricular assist device (lvad) implant. The patient continued to have severely dilated right ventricle (rv) with severely reduced systolic function. Chest x-ray was stable, and no pleural effusion or pneumothorax were observed. The patient had mild interstitial edema. It was planned to manage medication and continue monitoring the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.